Event description:
It was reported that the procedure was to treat a heavily tortuous lima graft to the distal left anterior descending artery, that was mildly calcified. A balance middleweight universal ii guide wire was placed across the lesion. After predilatation was performed on the lesion, the 2.25x28 mm xience xpedition stent delivery system (sds) was advanced without resistance and deployed successfully in the target lesion. Resistance was felt during retraction of the sds from the patient; however, it it unknown if the resistance was with the vessel or the guide wire. The decision was made to remove the guide wire and the sds together as one unit. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The balance middleweight universal ii guide wire referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for evaluation. Difficult to remove/guide wire resistance was confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency